Event description:
It was reported that the guide wire handle was missing a spring and could not secure without the guide wire handle.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the guide wire handle was missing a spring and could not secure without the guide wire handle.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed both instruments to be primary products. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices had been in use for more than 3 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The returned instruments are not functional because the guide wire cage ((B)(4)) and the clamping sleeve ((B)(4)) are missing. The guide wire cage is designed to be removable for cleaning and sterilization (bayonet coupling). This allows also removing the clamping sleeve. Both components must be assembled prior to surgery to guarantee functionality. However, the returned instruments are fully functional. The missing components are a result of an improper storage and/or an improper handling and are not manufacturer related. No discrepancies were detected during risk analysis review.